Event description:
It was reported the procedure was to treat a lesion in the right coronary artery. The 2.50x15mm rx xience alpine stent delivery system (sds) was advanced into the 6fr guiding catheter however resistance was met. Under angio the stent struts appeared to be flared. The sds was removed and the stent was noted to be partially dislodged from the balloon. The procedure was completed using another stent. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material deformation was confirmed. The reported stent dislodgement was not confirmed. The reported difficult to advance could not be tested due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no similar complaints from this lot. A conclusive cause for the reported difficulties could not be determined. Difficult to advance/position may be attributed to several factors including, but are not limited to, product placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, patient morphology, condition of the guide wire, interaction with accessory devices, damage to the catheter or accumulation of blood or contrast. Factors that could contribute to material deformation include, but are not limited to, damage during manufacturing, inadvertent mishandling during unpackaging of the device, sheath/stylet removal, preparation, during use of the device, or interaction with accessory devices. Stent dislodgement may be attributed to several factors including, but not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, and interaction with accessory devices. In this case, it is possible the device may have interacted with the inner diameter of the guide catheter during advancement, as resistance was noted, resulting in the reported material deformation (stretched and bent struts in the distal end of the stent implant), ultimately contributing to the reported difficult to advance/position; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.